Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of an device and one photograph. The photo shows a small fragment that appears to be a piece of the sheared firing rack teeth. Visual and functional evaluation of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a hepatectomy procedure, while resecting the liver, the surgeon observed an incomplete staple line formation. Staple line only formed in the distal part of the reload. The firing was not smooth. The surgeon also found a yellow foreign body fell inside after firing and it was retrieved by a clamp.. The surgeon used another handle and reload to carry on with the case. No patient injury.